Event description:
It was reported that the insulin pump alarmed motor error when the reservoir is low. The blood glucose reading is 63 mg/dl. Customer treated with food. Customer noticed slight movement in the drive support cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.